Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. As a precautionary measure, the ssd of the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735999, serial/lot #: (B)(4), ubd: , UDI#:

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the monitor displayed a blue screen after starting up the navigation system. There was no patient present when this issue was identified.